Manufacturer narrative:
Other medical products in use during the event include: brand name: evolut fx valve, product ID: evolutfx-29, product type: 0195-heart valves, implant date: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. The delivery catheter system (dcs) became caught in the aortic arch while being delivered, and a drop in blood pressure was observed when the dcs was pushed slightly stronger. Angular rupture caused by the bav was suspected. Percutaneous cardiopulmonary support (pcps) was attached, with no thoracotomy or pericardial effusion observed at the time. Bleeding from the aortic arch was considered. A heart-lung machine was fitted, and aortic artificial blood vessel replacement surgery was performed at the ascending arch region. The valve was successfully placed. After the procedure, a large amount of catecholamine was required due to pre-operative low heart function. Non-occlusive mesenteric ischemia (nomi) occurred as a result, and the patient died on the 7th day after the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the left transfemoral artery was used as the access site. The minimum diameter of the access vessel was 6.3 millimeter¿s (mm). Per the physician, the cause of the bleeding may had been due to the aortic arch being steep and calcified. Per the physician, the dcs caused/contributed to the bleeding. It was reported that the cause of death was due to the patient¿s blood volume balance not being controlled after blood transfusions were administered. It was noted that the valve could be excluded as a contributing cause to the death.